Event description:
A malfunction alarm, specifically alarm 2 followed by alarm 26, was reported. There was no adverse impact to the customer's blood glucose level. The customer, under guidance from technical support, tried several corrective actions including disconnecting the tubing, adjusting the t:lock, delivering a 5-unit bolus, and checking the cannula, which was found uncompromised. Despite an initial occlusion alarm reoccurring after a change of the infusion set, the user planned to replace the insulin, cartridge, and infusion set again.